Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and reservoir tube, and reservoir tube lip. The device was received with scratched lcd window.

Event description:
Customer reported on (B)(6) 2014, the insulin pump had a crack on the insulin pump. Customer's blood glucose was 122 mg/dl. The damage is at the bottom of the reservoir window. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.